Manufacturer narrative:
(B)(4). A CAPA was opened to further investigate and address this condition. The cause was determined to be an operator error during the assembly process. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink duo-vent set leaked from the y-site. The reporter stated that he had been told the leak was located at the junction of the tubing and the hard plastic of the y-site. This event occurred during priming with saline. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was received for evaluation. The visual inspection showed no abnormalities. A functional leak test was performed by spiking it into an in-house solution bag and reprimed. The functional leak test identified a leak from the gland area of the top y-site. Microscopic inspection of the y-site housing identified a crack in the y-site housing. The remainder of the set performed normally with no leaks or separations noted. The initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, if additional relevant information is obtained, a supplemental report will be submitted.